Event description:
It was reported that the device exhibited error code 1520, related to air inline after short infusion. Patient involvement is unknown and patient harm/adverse event is unknown.

Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
While performing a review of the file it was determined that a system issue required a new complaint record opened to document the event. Please disregard any reports associated with file mrn 3012307300-2024-03091. Please reference file mrn 3012307300-2025-03647 for all details pertinent to this event.